Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v610572, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4) pertains to ipg ((B)(4)). (B)(4) pertains to tined lead ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient¿s battery kept flipping in the pocket which pulled on the lead and caused it to ¿break or snap¿. The rep indicated that the lead must have been ¿tangled up¿ due to the battery being flipped. The rep stated they did not know that had happened until they discovered it during surgery. The rep stated the healthcare professional wasn¿t sure if it was because the battery was not healing properly in the pocket or ¿not sitting right¿ in the pocket or if it was the patient flipping the battery.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v610572, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient reported their wires tangled in their back. The patient also reported her first implant didnt work. The patient stated her lead wires got tangled up in her back and never worked properly. The patient noted this occurred sometime in 2013. The patient noted no trauma or falls. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.